Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had the complete system removed on (B)(6) 2021 by their implanting physician. The reason for removal was that prior to implant, they were taking one water pill, however, sometime after the implant, they were prescribed five additional water pills, so they took six pills a day. Since about one year ago, the therapy stopped helping for their bladder control symptoms. They were told it would help for bowel, however, it did not. There were no device issues nor further patient complications reported at this time.